Manufacturer narrative:
The device was manufactured between august 17, 2016 and august 19, 2016. The device was received for evaluation containing approximately 100 ml of an unspecified fluid in the bladder. During visual inspection, the leak/backflow was observed at the fillport when the fillport cap was removed. Further examination on the unit revealed the direct cause of the leak/backflow condition was due to a white particle approximately 0.20 square mm in size located under the check-band. The white particle was subsequently identified to be acrylic material via ft-ir spectroscopy testing. The reported condition was verified. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from the fill port of a small volume intermate during filling. The pump was filled with 10.3 ml of cefoxitin and 98.2 ml of sodium chloride. There was no patient involvement. No additional information is available.